Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the mildly calcified right common femoral artery was completed using a proglide device with a 6f sheath after a carotid artery stenting procedure. Hemostasis was achieved with the suture of the proglide device. Reportedly, after the closure procedure the patient complained of a cold leg. An angiogram was performed and there was thrombosis down the right leg. The physician stated that the proglide device embolized some plaque from the arterial wall. A cut down was performed and 2 non- abbott stents were placed in the right superficial femoral artery. A vascular graft was performed at the right common femoral artery. The patient was doing well after the procedure, however, the next day the patient died of congestive heart failure. The physician stated that the patient death was not related to the use of the proglide device. The physician is reportedly trained in the use of the proglide device. No additional information was provided.